Event description:
End user reported that the crossbrace on his prox4s wheelchair broke in half, dumping him from the chair. He states bumps and bruises to his right side and right elbow. The user was in his kitchen cooking and while doing so his crossbrace snapped in the middle where the two crossbraces connect damaging the right side. Medical intervention alleged.